Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibit programming anomaly. The device was reprogrammed. The patient would continue to be monitored.